Event description:
It was reported that arteriotomy closure of the moderately calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an impella interventional procedure. The suture of the first device was successfully preplaced. Reportedly, a cuff miss occurred with the second, third and fourth proglide devices. The fifth proglide device had no knot present after deployment. The sheath was upsized to 14f and the impella procedure was completed. The successfully pre-placed suture of the first proglide device was tightened, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age, reported as born in 1948. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other four proglide devices referenced are being filed under separate medwatch MFR numbers.